Manufacturer narrative:
Eval, results: load cell.

Event description:
It was reported by service report that the scale is not working. Bad load cell. No pt involvement or adverse consequences are reported.